Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted, but not marked on complaint. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and ams miniarc sling was implanted, but not marked on complaint. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic relaxation and sui. It was reported that following insertion the patient experienced pain, erosion, dyspareunia and vaginal scarring. It was reported that patient underwent d&c and endometrial ablation with hysteroscopy on (B)(6) 2005 due to menometrorrhagia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.